Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion twice, and the user suspended the occlusion alarms. When the infusion was completed, it was noted that more than half of volume to be infused (vtbi) remained in the bag. The infusion parameters were 133 ml/hour flow rate, 600 ml vtbi and was set to complete infusion after 4 hours and 30 minutes. The event happened during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.